Event description:
Pt underwent total knee replacement surgery in 2000. During procedure, tip of drill bit/pin apparently broke off but was not noted. On 5/31/2000, during review of x-ray, ortho surgeon noted tip in bone.